Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire was received for product evaluation, no other components were returned for evaluation. Visual inspection of the guidewire revealed that the outer coil was unraveled at 41 cm from the stiff end. There were no other anomalies noted on the guidewire. IFU states: "do not withdraw the guide wire through the needle, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of the resistance is determined." The complaint can be confirmed for guidewire mechanical separation due to the damage noted on the sample. It is likely that pulling the guidewire back through the needle sheared the outer coiling resulting in the guidewire unraveling. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation- cardio tech/inventory coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved glidesheath slender was used, and the wire in the nitinol radial kit was inserted into the radial artery. It was suspected the wire entered a side branch of the radial artery and the wire uncoiled and broke as it was attempted to be pulled back into the needle. The distal portion of the wire was left in the patient. They gained femoral access to continue with the cardiac catheterization. Vascular surgery was to be consulted after the case for removal of the distal portion of the wire. The patient was reported to be in stable condition. The procedure was completed. Additional information was received on 02dec2020. Vascular was consulted and it was decided to leave the wire.